Event description:
It was reported that catheter kink occurred. The native aortic annulus was 25.4mm in diameter with severe calcification and mildly tortuous anatomy. Pre-balloon aortic valvuloplasty was performed with a 20mm balloon. A 27mm lotus edge valve was selected for use. While trying to advance the device through the size large lotus introducer sheath, tension was encountered. Upon exiting the introducer sheath, a kink was noted on the lotus edge valve system and the system was removed. A second 27mm lotus edge valve was prepared and implanted successfully. The were no patient complications and the patient status was stable.

Manufacturer narrative:
H3 device evaluated by manufacturer: a 27mm lotus edge delivery system was returned for analysis. The device was returned in a sheathed position, without the sterilization bottle. The outer sheath (os) was kinked on the outer curvature of the catheter, 5cm from the distal end of the os. The nosecone was correctly seated. The os coating was reviewed under an ultraviolet light and no visible issues with the coating was noted.

Event description:
It was reported that catheter kink occurred. The native aortic annulus was 25.4mm in diameter with severe calcification and mildly tortuous anatomy. Vascular access was obtained via transfemoral approach. A large lotus introducer sheath (lis) was placed. Balloon aortic valvuloplasty was performed with a 20mm non-bsc balloon catheter. A 27mm lotus edge valve was selected and prepared for use. While trying to advance the 27mm lotus edge valve delivery system through the lis, tension was encountered. Upon exiting the lis, a kink was noted on the lotus edge valve delivery system. The lotus edge valve delivery system was removed. A second 27mm lotus edge valve was prepared. The dilator of the lis was inserted through the lis to confirm there were no issues with the lis. The second 27mm lotus edge valve was advanced through the same lis and implanted successfully. There were no patient complications and the patient status was stable.